Event description:
Reporter indicated that vns therapy is "not effective in decreasing his depression". Reporter also indicated that as a result of the lack of efficacy, the "therapy has been turned off". Good faith attempts to collect information ruling out device malfunction have been made and have been unsuccessful to date.